Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported plunger issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was performed with two proglide devices using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was resistance deploying the plunger; however the sutures were successfully deployed. The use of a 12f sheath was continued and the evar procedure was completed. The two proglide knots were advanced successfully but adequate hemostasis of the large hole was not achieved. A new proglide was used successfully to achieve hemostasis. Additional manual compression was given as an extra precautionary measure only. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.